Manufacturer narrative:
(H3) the evaluation noted that according to the information provided, the sales representative ordered a posterior referencing (pr) kit that included anterior referencing (ar) finishing guides. Size 0 and size 6 were pr finishing guides while the remaining sizes 1 through 5 were ar finishing guides. This was not noticed prior to surgery and on 12/30 while using the pr ap sizer with a size 4 ar finishing guide, the surgeon notched the anterior femur while making his femoral finishing cuts. Additionally, the sales representative noted that the actual packing slip for the shipped instruments indicated that what was sent were 213-56-xx pr finishing guides, when in actuality the instruments were ar finishing guides and marked as such (23- 50-xx). A stock audit was conducted on all kits that may have the ar and pr finishing guides. This included the 5 consignment opt-postref on the shelf and the 8 loaner opt-postref. The results indicated that although the prebuilt kits were accurate some of the individual parts were mis-shelved and could have contributed to the issue experienced in the field. From the inventory count of the size 0 and size 6 parts (213-50-10, 213-56-10, 213-50-16, and 213-56- 16), 6 mis-shelved items were discovered (including the two discovered in the field). With the sizes 1-5 parts (213-50-11/12/13/14/15 and 213-56-11/12/13/14/15), 4 mis-shelved items were discovered. There was a total of 10 mis-shelved items discovered among the ~1200 audited. Additional investigation indicates that the kit involved in this complaint was originally built 8/17/16 and had been out to the field twice prior to this incident. The most probable root cause associated with the reported event of " mislabeled - part/label mismatch" was likely the result of items being comingled at the warehouse. A risk assessment has been initiated to escalate this issue. Section d9: device available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the rep ordered a posterior referencing instrument kit through customer service that contained anterior referencing femoral finishing guides. The size 0 and size 6 femoral finishing guides were in fact posterior referencing, while the remaining sizes from 1 through 5 were all anterior referencing. This was not noticed prior to surgery and on 12/30 while using the posterior referencing ap sizer with a size 4 anterior referencing femoral finishing guide he notched the anterior femur while making his femoral finishing cuts. The patient had the operation completed successfully despite the anterior notch. The packing slip for the shipped instruments indicated it was 213-56-xx posterior referencing guides, when in actuality the instruments were anterior referencing guides. Patient's condition after the procedure is unknown. Device tray has been returned for evaluation.